Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the scope communication error code e216 was identified during the device evaluation. A definitive root cause could not be identified. Based on the results of the investigation, error communication, image was fuzzy and scope communication error code was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had unknown communication error and a fuzzy image during device setup. There were no reports of patient involvement.